Event description:
It was reported by the customer "the patient has a middline - a bi-directional valve - a 3-way bd extender and a tubing with dialaflow connected to a vein guard. I performed my pulse flush as close as possible to the patient on the extender tap. During the pulse rinse, a leakage appeared before the thread of the extension. This is the second time this has happened in my department." Immediate action(s) taken after the event: change the device with the patient. No injury or damage reported. Customer response for follow-up: the customer advised after discussion with the healthcare team, it would ultimately be a case of misuse. Indeed, the cracks are probably due to an overpressure problem during rinsing. The customer is closing the file on their side. It was reported this occurred on two occasions. This report addresses the second occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.